Manufacturer narrative:
The valve was patent. The product did not meet specifications for leak testing due to the presence of a puncture hole in the silicone of the reservoir. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompanies the device warns that " handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or braking of components. Use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating revision." The IFU further cautions that such damage may lead to loss of product integrity, and necessitate surgical revision of the implanted system. During evaluation of the product, multiple attempts to adjust the performance level (pl) to any setting other than that at which it was received were unsuccessful. This was likely due to proteinaceous debris in the valve's adjustment mechanism as was evidenced by the presence of proteinaceous debris on and around the portion of the ruby ball that was visible from the exterior of the device. The IFU also cautions that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." This precluded reflux, pressure-flow, and preimplantation testing; pressure-flow testing was able to be performed for pl 1.0 and met the specifications for that setting. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device performed according to specifications during pre-implantation testing. However, the report then states that the occluder was found to be ruptured following implantation in the patient. According to the report the patient did not suffer any death or injury and was said to be in good condition following the procedure.